Event description:
Pt with history of peyronie's disease underwent excision of penile plaque with graft replacement and penile prosthesis insertion on 2/22/93. Fluid adjustment made for overinflation on 3/16/93. From 11/93-6/94 from 10-15cc fluid adjustments of up to 20cc made secondary to leaking. Pt was able to maintain erection as long as reservoir kept filled. Explantation and replacement of penile prosothesis performed on 1/8/95 for impotence and malfuncioning prosthesis.